Event description:
It was reported that during a lap chole procedure the clips scissored and ejected, they used a second device to complete the case. No patient consequence was reported. Device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.